Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed pulse test) has been confirmed. As received, the monitor failed incoming functional testing. The cause for the failure was isolated to a defective u1003 programmable logic device (pld) on the computer/analog board. The root cause for the defective u1003 pld could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor failed a pulse test.